Event description:
Numerous complaints are being received from two specific physicians who observe particulate coming from these handpieces during cataract extraction procedures, the most recent events being on 8/26/96. On 8/26/96, one of these physicians had ten cases, four of which had particulate. The physicians use 30 degree needles in the handpieces. There have been no pt problems. The exact number of cases involving particulate is not known.

Manufacturer narrative:
Results of the evaluation of these three handpieces follow: s/n 639: in addition to the methods of evaluation listed in h.6., a filter test was performed and the handpiece passed. No problems were found with this handpiece. S/n 3647: this handpiece was found to be defective. A filter test could not be performed because it could not be calibrated. S/n 3652: in addition to the methods of evaluation listed in h.6., a filter test was performed and the handpiece failed the filter test. The particles are classified as non-metallic.